Manufacturer narrative:
(B)(4). Lot numbers: m021772

Event description:
Quarterly summary report for alleged cartridge septum issues: it was reported that the cartridge septum was damaged, resistance was felt during the fill process, or leaking was observed. The issue was resolved by using a new cartridge. There was no adverse impact.